Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the patients were shown as preadmitted, and users could not view them in the station. A technical support specialist (tss) requested information about the patients. Checked the patients in the pes and were pre-admitted. Informed customer that only one of the following active directory message types could change a patient from preadmit to admit, a01, admit, a04 register and a10 patient arriving advised user to inform the admission team to send one of these message types from the active directory system for the patient. Checked both patients and found multiple previous records with admit status marked as "admitted" but not discharged. Informed user to update the status to "discharged. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that devices allow preadmit patients and user see the patients at the station, but the nurses cannot see them. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.